Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f short sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon ruptured after the balloon met the sheath. The device was removed and a second mynxgrip vascular closure device 5f was prepped and deployed. The balloon on the second device also ruptured when the balloon was at the arteriotomy. The second device was removed. The patient was converted to approximately 10 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. See medwatch report 3004939290-2012-00348 for the first device.